Manufacturer narrative:
The mitraclip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed to due recurrent mitral regurgitation, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2018, two mitraclips (cds0503 80326u184 and 80326u185) were implanted without a device issue. The mr had been reduced from moderate-severe to moderate. On (B)(6) 2018 and (B)(6) 2019, trace/trivial mr was observed. On (B)(6) 2020, mild mr was observed. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip instruction for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the mr. There is no indication of a product issue with respect to manufacture, design, or labeling.